Event description:
Treatment of an aneurysm. It was reported after deployed the pipelines, a balloon was used to achieve full wall apposition.no patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.model# and lot# of the pipelines involved:model: fa-77375-18 / lot: 9430565 (2 ea) - dom: 4/8/2011 - exp: 9/1/2013.model: fa-77400-12 / lot: 9430692 (1 ea) - dom: 4/9/2011 - exp: 5/1/2013.(B)(4)